Event description:
The customer reported error codes which would prevent the system from booting to a usable state. There was no report of a pt or user injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The mainframe battery packs were evaluated and replaced. The system was tested and found to be working as intended and returned to svc.